Event description:
It was reported that the cold plate on the heater cooler was not getting cold. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported issue was not verifiable. Multiple diligence attempts were unsuccessful to obtain part return. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.